Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. Additionally, the report of an alarm on 11mar2021 could not be confirmed through the evaluation of the submitted log file. The account reported that the patient was at a nursing facility due to deteriorating ability to care for herself. At approximately 5am on (B)(6) 2021, the facility stated that the patient had an alarm. The nursing assistant got a nurse to come to the bedside and emergency medical services (ems) were called. Ems did not report any alarms when they arrived and performed cardiopulmonary resuscitation (CPR). The attending was called by the clinicians at the bedside and determined that CPR was futile and ordered it to be stopped. The patient was pronounced, and the cause of death was determined to be probable cardiac arrest. It was reported that the device had operated as intended and there were no device issues or malfunctions that may have contributed to the patient¿s death. The submitted log file contained 120 events spanning an unknown amount of time. Data from day 24, hour 15, minute 24 through day 24, hour 15, minute 50, captured normal pump operation. On day 24, hour 15, minute 50, the data recorded showed that the controller was connected to battery power. This event was immediately followed by a complete loss of power during which time, the clock reset to day 0, hour 0, minute 0. The following data showed that power was restored, and that the system resumed normal operation. Following the pump reset, the log file captured an additional 3 minutes of data. These events appeared to be consistent with the report from the lvad technician that the pump stop occurred on (B)(6) 2021, when the controller was connected to a loop to extract the log files. Excluding the pump stop event, the pump operated at or above the low speed limit and the pump appeared to function as intended. It was communicated that heartmate ii lvas, serial number (B)(6), would not be returned for evaluation. The heartmate ii lvas IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The IFU and patient handbook also address all system alarm conditions as well as the appropriate actions associated with each condition. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 of the IFU also addresses all pump parameters including pulsatility index (pi). Section 1 and section 4 of the IFU, ¿system monitor¿, state that ¿pi calculation represents cardiac pulsatility and pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e. The pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e. The pump is providing greater support and further unloading the ventricle)¿. Sections 1 and 4 of the IFU also state that during a suction event or if the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. If another pi event is detected, the device drops to the ¿low speed limit¿ again and then ramps back up. This cycle repeats as long as pi events are detected. The drop in speed can be accompanied by a reduced pump flow. Additionally, there are no audible alarms with a pi event. Section 4 further states, ¿pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events, including sudden changes in the patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed¿. Furthermore, section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, describe all alarm conditions as well as the appropriate actions associated with each condition. The patient handbook instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Furthermore, the patient handbook also contains a section on handling emergencies. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 13jun2013. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to probable cardiac arrest.